Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component on unk date. Currently, the pt is being monitored due to unk reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. A cause for this complaint has not been reported, but since the date of the implantation has not been provided, the case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in 07/2008 as notification z-2415/2426-2008. Should additional info become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer ref number (B)(4).